Event description:
It was reported that the customer's insulin pump was cracked at the top of the reservoir compartment. The customer stated that over time the crack worsened until pieces were missing from the insulin pump. The customer's blood glucose was 370 mg/dl after noticing that the infusion set had come off her stomach. The customer was able to correct her blood glucose. The customer stated that the threading was also cracked and that the o-ring was missing. The customer stated that the damage occurred from taking the reservoir in and out of the compartment. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched display window. Pump unable to prime during prime/compromised force sensor system test due to faulty fsr. Unable to perform the occlusion test due to prime anomaly.